Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer?, device manufacture date, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported report of an under infusion was not confirmed through log review or reproduced during laboratory testing. Laboratory testing showed the pump module was delivering fluids within specifications. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the provided pump module error log showed no error was recorded on the reported event date. The pcu event log had no recorded usage on the reported incident date 21 jun 2024. Review of the pcu event log showed, on 18 june 2024 between 1:27 am and 2:58 am, the pump module completed a programmed guardrail infusion of an IV drug (vancomycin) at a rate of 5ml/h with the volume to be infused (vtbi = 19.95ml). The infusion rate was increased to 166.667ml/h with the vtbi set at 250ml. The infusion completed at 2:58 am and transitioned to keep vein open (kvo) rate at 19.944ml. The pump module was turned off at the time of 3:36 am. The total volume infused of vancomycin was recorded at 19.944ml. The inspection and testing of the suspect pump module did not find any issues or anomalies. The pump module was found to be infusing within specification. It is not known if any of the following conditions may have existed at the time of the reported incident: per products labeling, alaris systen user manual, it states within warnings and cautions of the loading instructions: do not touch the administration set while closing the door. Ensure tubing placement is over pressure sensors. Ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate accuracy. Under infusion conditions can be the result of back pressure, wetted filter vents, (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an under infusion was not identified. Laboratory testing showed the pump module was delivering fluid within specifications. Note that imdrf annex a040502, a1801, c0601, d15, g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the infusion stopped halfway through infusion. Nurse noticed and used another device to complete infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the infusion stopped halfway through infusion. Nurse noticed and used another device to complete infusion. There was patient involvement but no harm.

Manufacturer narrative:
Note that this report lists imdrf annex a040506, a0404, g04070, g0301201, g04067, c070606, c23, d02, d11, codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the infusion stopped halfway through infusion. Nurse noticed and used another device to complete infusion. There was patient involvement but no harm.